Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, a 6f/7f mynx control vascular closure device (vcd) experienced a pre-deployment issue. A new device was opened and functioned properly. There was no reported patient injury. The sheath french size used was a 6f non-cordis sheath. The femoral artery¿s suitability was confirmed via angiography, including verification of the insertion angle between 30¿45 degrees. The vessel diameter was confirmed to be =5 mm, with no vessel tortuosity or presence of peripheral vascular disease (pvd) or calcium near the puncture site. The device was stored and prepared according to the IFU. The sealant sleeves were not out of position, and no damage to the sealant sleeves was observed. There was no exposure of the sealant to bodily fluids. The sealant was prematurely exposed prior to product deployment. The device will be returned for evaluation.

Manufacturer narrative:
As reported, a 6f/7f mynx control vascular closure device (vcd) experienced a pre-deployment issue. A new device was opened and functioned properly. There was no reported patient injury. The sheath french size used was a 6f non-cordis sheath. The femoral artery¿s suitability was confirmed via angiography, including verification of the insertion angle between 30¿45 degrees. The vessel diameter was confirmed to be =5 mm, with no vessel tortuosity or presence of peripheral vascular disease (pvd) or calcium near the puncture site. The device was stored and prepared according to the instructions for use (IFU). The sealant sleeves were not out of position, and no damage to the sealant sleeves were observed. There was no exposure of the sealant to bodily fluids. The sealant was prematurely exposed prior to product deployment. A non-sterile 6f/7f mynx control vascular closure device was returned for investigation. Visual inspection showed that both buttons 1 and 2 were in the non-depressed position. The stopcock was found open, and the syringe was not returned for this evaluation. The sealant was present in its manufactured position, fully covered by the sealant sleeves, which showed no abnormal conditions. The catheter sheath introducer (csi) was not returned for this evaluation. The balloon was deflated, and the core wire was present, while the atraumatic tip did not show any damage or abnormal condition. No additional anomalies were observed during this analysis. Per dimensional analysis, the catheter working length was verified and found to be within the defined specification. The measurement was obtained using a calibrated ruler. A simulated deployment test was performed to verify device functionality. During this analysis, the tension indicator was aligned by pulling the distal tip of the device in the instructed direction. Button 1 was then fully depressed, resulting in the expected simulated deployment of the sealant. Subsequently, button 2 was engaged to perform the balloon retraction step; however, this action could not be fully completed. The incomplete depression of button 2 occurred because the balloon did not achieve a completely deflated state due to the presence of excessive solid substrate within the inflation lumen and inside the balloon, which impeded full balloon retraction during the final stage of the deployment sequence. The reported event of ¿mynx control system-deployment difficulty-premature¿ was not observed through analysis of the returned device since the sealant was fully covered by the sealant sleeves and still in its manufactured position. The exact cause of the issue experienced by the user could not be conclusively determined. Based on the information available for review and product analysis, it is not possible to determine what factors may have contributed to the issue experienced by the user since there were no damages or anomalies noted to the device. However, prepping/handling factors are possible. It should be noted that the slits of the sealant sleeve assembly are not a product defect. The mynx control device is manufactured with slits at the end of the catheter cartridge tubing. The outer sleeve is assembled with 2 side slit overlapping outer sleeves. The sealant is placed right under the outer sleeve assembly and is protected from exposing prematurely. The slits on the outer sleeve assembly are designed to decrease unsheathing force and increase deployment reliability. Refer to the diagram of the mynx control vcd within the instructions for use (IFU) displaying the sealant sleeve with slit. Also, it was noted during analysis that button 2 could not be fully depressed as the balloon could not be fully deflated appropriately. However, as the issue was found to be due to dried saline substrate within the balloon, it is highly unlikely that the customer would have experienced this issue during the procedure. As warned in the instructions for use (IFU), which is not intended as a mitigation, ¿do not use if components or packaging appear to be damaged or defective or if any portion of the packaging has been previously opened.¿ neither the product analysis, nor the information available for review suggests that the issue experienced by the user could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.